Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that after a software update the programmer screen¿s brightness level was very low. There was no backlight in the liquid crystal display(lcd), the lcd was replaced. It was also determined at analysis that the left hasp was broken, and the left and right lower bullets were worn. The printer paper was out, and the fan was noisy. The upper keyboard cover and the cord-bay were broken. There was minor damage on the touchscreen glass considered acceptable. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported after a software update the programmer screen¿s brightness level was very low, the monitor appears black. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.